Manufacturer narrative:
Additional information: investigation conclusion the customer reported the bags were sending multiple air bubbles through the tubing and sometimes would send an error. Other times the formula would flow through, which constituted up to 6+ inches of air going into the patient's stomach if she wasn¿t paying attention. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed, and no related adverse trends were identified. The reported product was not returned for evaluation; however, photographs of the product were provided. Examination of the photographs provided was unable to confirm the reported product failure of air in tubing. Additional action will not be taken at this time. This complaint will be used foroioinnd trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the bags were sending multiple air bubbles through the tubing and sometimes would send an error. Other times the formula would flow through, which caused up to 6 inch air bubbles going into the patient's stomach if she wasn't paying attention. There was no harm to the patient.